Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. Customer inspected and cleaned the pneumatic tap area following instructions from technical support, removed an o-ring causing the issue, and reloaded the cartridge successfully, allowing the caller to resume insulin therapy.